Event description:
It was reported that the patient experienced the inflatable penile prosthesis (ipp) pump collapse and difficulty in completely filling the cylinders. Magnetic resonance imaging (MRI) revealed an empty reservoir with signs of extravasation at the connection level between the pump and tubing. The ipp was replaced. No patient complications were reported.

Event description:
It was reported that the pump of this inflatable penile prosthesis collapsed and it was difficult to completely fill the cylinders. Magnetic resonance imaging (MRI) revealed an empty reservoir with signs of leakage at the connection level between the pump and tubing. No patient complications were reported.